Event description:
Severe afternoon hypoglycemia noted by dex-com in 2007. Animas pump turned on to temporary rate "0" during the afternoon, large number of glucose tablets consumed to correct this. On that day, noted impending hypoglycemia, but before I could react, passed out on toilet in downstairs bathroom. The following day, went to change rate, found afternoon rate @ 10.75 u/hour instead of 1.075 u/hour (10-fold difference) - not changed manually. Paramedic required (911 called) one day earlier. Called the co the following day. They immediately had me disconnect pump and sent me a replacement pump. I had thought my husband had returned the pump to co, but he was sure it went into a "black hole" and never reported to FDA (I think MFR is a reputable co). I have not had further problems (although I always have episodic hypoglycemia - I am a brittle diabetic, which is why I paid for a continuous glucose sensing device). Dose or amount: continuous insulin. Route: sq. Dates of use: 2006 - present. Diagnosis: type I diabetes. Event abated after use stopped: yes. Event reappeared after reintroduction? No. Dex com - continuous glucose sensing device - this alarms with high/low glucoses - however, one must be conscious to respond to it.